Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 1162 occurred on universal surgical manipulator (usm) 1. The customer had performed hard power cycle the system before contacting the tse, but the issue was not resolved. The tse had the customer perform another hard power cycle and install a cannula on usm 1, remove and then reinstall a cannula again, but the issue persisted. The customer elected to use the other da vinci system to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "1162 error". In logs, the ¿1162¿ error was found indicating ¿ac magnetic cannula sensor fault¿ confirming the fault occurred in the field. During inspection, fluid intrusion was observed around the cannula housing in the area associated with the reported event. The usm was installed onto a patient fixture test platform (pftp) where carriage switches was found to be failing. Once testing was completed, the cannula flat flex cable was applied behavioral analysis tested and was verified to be the source of the fault.